Event description:
Complainant alleged that while monitoring a pt (age & gender unk) the device could not be switched into manual mode. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.